Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a (B)(6) female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included obesity, vulvovaginal candida, furuncle, vulvitis, hypertension, fibroids, endocervical polyp, nabothian cyst and paratubal cyst. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), rash ("rashes or skin conditions/allergic or hypersensitivity reaction type: break down on my skin"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 3 months 16 days after insertion of essure, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved and the genital haemorrhage, autoimmune disorder, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff's underwent treatment due to complications` from the essure device. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record ; depression, anxiety disorder, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received an event " hormonal changes describe, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: break down on my skin, infection (bladder/ urinary tract/vaginal) type:, psychological or psychiatric problems condition: anxiety, depression, and mental anguish, autoimmune disorder type of disorder, rashes or skin conditions type: break down on my skin every period, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, hair loss are added. Patient, reporter, product information and lab data added. Historical and concomitant condition are added. Outcome of event " breakdown on skin, pain are recovered. Lot number added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. Concurrent conditions included obesity, vulvovaginal candida, furuncle, vulvitis, hypertension, fibroids, endocervical polyp, nabothian cyst and paratubal cyst. In (B)(6)2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"), 3 months 17 days after insertion of essure. In (B)(6)2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvitis ("autoimmune disorder- vulvitis"), dermatitis allergic ("rashes or skin conditions/allergic or hypersensitivity reaction type: break down on my skin"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6)2012, the patient had essure inserted. On (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (B)(6)2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and dermatitis allergic had resolved and the genital haemorrhage, vulvitis, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvitis and weight increased to be related to essure. The reporter commented: plaintiff's underwent treatment due to complications` from the essure device. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record ; depression, anxiety disorder, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of product technical complaint. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 34-year-old female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. Concurrent conditions included obesity, vulvovaginal candida, furuncle, vulvitis, hypertension, fibroids, endocervical polyp, nabothian cyst and paratubal cyst. In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"), 3 months 17 days after insertion of essure. In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vulvitis ("autoimmune disorder- vulvitis"), dermatitis allergic ("rashes or skin conditions/allergic or hypersensitivity reaction type: break down on my skin"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach pain"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dermatitis allergic and bacterial vaginosis had resolved and the genital haemorrhage, vulvitis, menstrual disorder, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain upper and post procedural complication outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvitis and weight increased to be related to essure. The reporter commented: plaintiff's underwent treatment due to complications` from the essure device. Current weight 220 lbs. Patient received treatment for bacterial vaginosis, menorrhagia, pelvic pain, bladder and urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record ; depression, anxiety disorder, pelvic pain, menorrhagia. Lot number: 958711 manufacture date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 34-year-old female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. Concurrent conditions included obesity, vulvovaginal candida, furuncle, vulvitis, hypertension, fibroids, endocervical polyp, nabothian cyst and paratubal cyst. In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"), 3 months 17 days after insertion of essure. In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vulvitis ("autoimmune disorder- vulvitis"), dermatitis allergic ("rashes or skin conditions/allergic or hypersensitivity reaction type: break down on my skin"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach pain"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dermatitis allergic and bacterial vaginosis had resolved and the genital haemorrhage, vulvitis, menstrual disorder, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain upper and post procedural complication outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvitis and weight increased to be related to essure. The reporter commented: plaintiff's underwent treatment due to complications` from the essure device. Current weight 220 lbs. Patient received treatment for bacterial vaginosis, menorrhagia, pelvic pain, bladder and urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record ; depression, anxiety disorder, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: narrative generated for extension of expected date of next report. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple caesarean sections. Concurrent conditions included obesity, vulvovaginal candida, furuncle, vulvitis, hypertension, fibroids, endocervical polyp, nabothian cyst and paratubal cyst. In (B)(6) 2012, 3 months 17 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvitis ("autoimmune disorder- vulvitis"), hormone level abnormal ("hormonal changes"), dermatitis allergic ("rashes or skin conditions/allergic or hypersensitivity reaction type: break down on my skin"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), weight increased ("weight gain / loss specify which one: weight gain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dermatitis allergic had resolved and the genital haemorrhage, vulvitis, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvitis and weight increased to be related to essure. The reporter commented: plaintiff's underwent treatment due to complications` from the essure device. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record ; depression, anxiety disorder, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received- pt of autoimmune disorder updated to vulvitis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 34-year-old female patient who had essure (batch no: 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. Concurrent conditions included obesity, vulvovaginal candida, furuncle, vulvitis, hypertension, fibroids, endocervical polyp, nabothian cyst and paratubal cyst. On (B)(6) 2012, the patient experienced cystitis ("infection (bladder / urinary tract / vaginal)"), urinary tract infection ("infection (bladder / urinary tract / vaginal)") and vaginal infection ("infection (bladder / urinary tract / vaginal)"), 3 months 17 days after insertion of essure. On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vulvitis ("autoimmune disorder- vulvitis"), dermatitis allergic ("rashes or skin conditions / allergic or hypersensitivity reaction type: break down on my skin"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach pain"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (on (B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dermatitis allergic and bacterial vaginosis had resolved and the genital haemorrhage, vulvitis, menstrual disorder, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain upper and post procedural complication outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvitis and weight increased to be related to essure. The reporter commented: plaintiff's underwent treatment due to complications` from the essure device. Current weight 220 lbs. Patient received treatment for bacterial vaginosis, menorrhagia, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one / ones were described in patient¿s medical record ; depression, anxiety disorder, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: bacterial vaginosis, post removal complications were added. Outcome and rcc comments updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.